Event description:
It was reported that the fiber metal surface on acetabular cup was sharp and rough with a few sharp fibers that cut the surgeon's outer glove.

Manufacturer narrative:
Evaluation summary: there are manufacturing controls in place to detect protruding fibers. By nature of the material, post-manufacturing handling has the potential to pull up a loose wire. Post-manufacturing handling may have pulled the wire loose in this case. With the information provided, a definitive root cause for this event cannot be determined. Evaluation: a single wire is protruding approximately 0.0956". Device history records indicate all components were manufactured and inspected to specification.